Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) packaging revealed the packaging was damaged. The ins's inner and outer sterile packaging and torque wrench are the only items returned. The inner packaging had been punctured by the tip of the torque wrench. The outer sterile packaging had no visible damage. Final device analysis of the torque wrench revealed no anomaly found.

Event description:
Additional information received reported a torque wrench from the lead kit was used to complete the procedure.

Event description:
It was reported that when the packaging for the implantable neurostimulator (ins) was opened the torque wrench was oriented in an upright position so that it had punctured through one layer of packaging, but not any further . Sterility was maintained. The ins was implanted without incident.

Manufacturer narrative:
Torque wrench model unknown lot# unknown. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).